Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between february 18 - 20, 2025. H11: the device was received for evaluation. The unit did not have any remaining fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line and drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow test was performed, and the flow rates were found to be within the product specification range. Evidence of continuous flow of fluid was observed during the functional flow test. Based on the evaluation result, the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow and "only few grams were reduced after 2 days". The issue was noticed after patient use. The device was filled with 97ml fluorouracil (5-fu) and 3ml saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.